Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call, the customer's insulin pump was not functioning for last few weeks. The device had a blank display and customer's blood glucose at the time was 200 mg/dl. Troubleshooting was performed on the device and the customer spouse noted damage on the device. There were scratches on the screen and lock button a piece was missing. Customer's spouse was advised the device needed to be replaced. Customer's spouse agreed to return the device for analysis. Customer's spouse stated the device display would go blank and it would turn back on without a new battery.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. All operating currents are within specification. No unexpected blank display noted during our testing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.